Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had high blood glucose level of over 500mg/dl after changing their set. The customer treated for the highs with the pump. The customer declined to troubleshoot at this time. The customer may have had possible occlusion. The customer wished to return set and reservoir for analysis.